Event description:
It was reported that the emergency stop switch on the 2800 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The emergency stop switch was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.